Manufacturer narrative:
The inspection by sorc also confirmed followings; the video connector was cracked and not watertight. The cable was twisted. The scope mount on the head was bent. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by poor communication between camera head and video processor due to electronic circuit short. This electronic circuit short may have been caused by inundation from the head scope mount. The instruction manual provides preventive measures against the reported damaged camera head. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the connector was damaged and the device did not work properly. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image did not appear due to the inundation of imaging unit of the head part. There was no report of patient injury associated with this event.